Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing and patient line. The customer reported a blood glucose (bg) level of 218 mg/dl and the customer was not sure if the air bubbles contributed to the bg level. Reportedly, the customer incorrectly performed the air extraction technique during the load process by pulling air out of the cartridge, then immediately pushing the air back into the cartridge. The customer successfully loaded new supplies to address the reported event.